Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous peripheral intervention, arteriotomy closure of the right common femoral artery was achieved using a perclose proglide device. Reportedly, after successfully deploying the suture and achieving homeostasis the patient was discharged to home. Three weeks later the patient presented at the emergency room (ER) complaining of right groin pain. The patient was diagnosed with cellulitis and treated with an unspecified antibiotic. A week later the patient returned to the ER complaining of a cold leg. Emergent surgery revealed thrombus had occluded the vessel. It was believed that the thrombus developed from the vessel infection. An endarterectomy was performed. The vessel was patched and all thrombus removed. The patient was treated with an unspecified antibiotic and was reported to be improving steadily. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.